Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. It was reported to intuvie that during preventive maintenance (pm), the pump failed the earth ground resistance test at 0.19ohm. The passing specification for the ground resistance test is <0.1ohm. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue of the power filter. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm), the pump failed the earth ground resistance test at 0.19ohm. The passing specification for the ground resistance test is <0.1ohm. No patient involvement was reported.